Event description:
Intra-aortic balloon was inserted into the pt's right femoral in 2007 after open heart surgery for hypotension. The balloon ruptured 2 days later. The pump began to alarm and was unable to time. Blood was noted in the sheath and upon further evaluation, it was learned that the balloon had ruptured. The pt was slightly sedated with minimal movement. No change in pressure noted in reference to the pt or equipment. Settings remained unchanged on the datascope. The pt subsequently underwent percutaneous removal of right femoral intraaortic balloon pump and replacement of the intraaortic balloon pump balloon, right femoral artery.